Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was found to to traced to patient condition and non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 00235700706, distal medial tibial plate right 6 holes, lot # unknown; catalog #: 00235901235, 3.5 mm locking screw 12 mm length, lot # unknown; catalog #: 00235901835, 3.5 mm locking screw 18 mm length, lot # unknown; catalog #: 00235902835, 3.5 mm locking screw 28 mm length, lot # unknown; catalog #: 00235903235, 3.5 mm locking screw 32 mm length, lot # unknown; catalog #: 00235903635, 3.5 mm locking screw 36 mm length, lot # unknown; catalog #: 00235904035, 3.5 mm locking screw 40 mm length, lot # unknown; catalog #: 00235904035, 3.5 mm locking screw 40 mm length, lot # unknown; catalog #: 00235904035, 3.5 mm locking screw 40 mm length, lot # unknown; catalog #: 00235904235, 3.5 mm locking screw 42 mm length, lot # unknown; catalog #: 00483501801, 3.5 mm cortical screw self-tapping 18 mm length, lot # unknown; catalog #: 00483502601, 3.5 mm cortical screw self-tapping 26 mm length, lot # unknown; catalog #: 00483503801, 3.5 mm cortical screw self-tapping 38 mm length, lot # unknown; catalog #: 233240040, vpc screw 4.0x40mm, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00567, 0001822565-2021-00568, 0001822565-2021-00570, 0001822565-2021-00571, 0001822565-2021-00572, 0001822565-2021-00573, 0001822565-2021-00574, 0001822565-2021-00575, 0001822565-2021-00576, 0001822565-2021-00578, 0001822565-2021-00579, 0001822565-2021-00581, 0001825034-2021-00610. Device will not be returned.

Event description:
It was reported patient had a distal medial tibia fracture. Fracture was reduced and fixated with a 6 hole tibia plate with an interfrag screw approximately 10 months ago. The doctor states the fracture is healed but the patient has reoccurring superficial skin infection over the plate and it needed to be removed. The plate was not fractured nor screws broke or retained with the exception of the max vpc screw. Attempts have been made and additional information on the reported event is unavailable at this time.